Event description:
It was reported that prior to starting a da vinci surgical procedure, the system would not recognize the prograsp forceps instrument. The instrument was not used in the case. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. The instrument was placed on an in-house system and was successfully recognized. The pogo pins do not stick and are not contaminated. Failure analysis investigation also found the following damage: the instrument's grip cable is derailed and frayed at the distal idler pulley. The frayed strands stick out at the wrist where the derailment occurred. The frayed grip cable still allows the grip to open and close, but movement may not be precise. The cable derailment is likely due to the cable losing contact with the pulley during wrist articulation. Fleet angle between the proximal and distal pulleys may contribute to derailment. The other cables at the wrist were not damaged. The distal end of the main tube has various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found.